Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Functional testing found that noted damage, functional testing was precluded. It was reported that instrument would not fire, instrument broke, instrument was difficult to unload and the reload was loose on the instrument the reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic radical surgery for lung cancer, the surgeon prepared to use the laparoscopic cutting stapler and disposable reload for intraoperative cutting, anastomosis, and hemostasis. After the handwashing, the nurse routinely checked the laparoscopic cutting stapler and disposable reload and confirmed that it was intact and handed it to the surgeon. When the surgeon used the laparoscopic cutting stapler and disposable reload to cut the patient's lung tissue, it was found that the laparoscopic cutting stapler and disposable reload could not cut then the staples did not deploy at all. The stapler was removed from the chest cavity, and it was found that the connection between the reload and the stapler handle was loose and the reload was difficult to remove. After repeated attempts, the reload was finally removed and found to be broken with intact edges. The operation time was extended by about 5 minutes. A new reload with the same handle were used to resolve the issue. There was increased tissue damage.